Event description:
Add'l info rec'd from MFR 2/8/00: the bladder was found to have a slit caused by abrasion during use. Occurrence is generally pt dependent, associated with the presence of atherosclerotic plaques which can damage the balloon membrane.

Event description:
Pt had a history of angioplasty and significant coronary artery disease. Later that same evening blood was seen entering the helium tubing. Staff reported that the bard transact pump had experienced kinked line alarms earlier in the day. The iab was clamped and removed.